Manufacturer narrative:
Suspect product not returned to conmed for evaluation. Any further info obtained regarding this report will be forwarded on to the FDA.

Event description:
Cautery was being used during the procedure and the bovie tip was cut in half.